Manufacturer narrative:
(B)(4). Correction: the device was initially reported as returning, but has now been reported as not returning. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that the instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post scaffold implantation, remove the entire system as a single unit. Applying excessive force to the delivery system can potentially result in loss or damage to the scaffold and/or delivery system components. The force applied during the attempt to remove the device from the anatomy likely contributed to the shaft separation and scaffold dislodgement. Although a conclusive cause for the reported difficulty removing the sheaths cannot be determined, the device leak appears to be related to the reported difficulty removing the sheaths. Additionally, the reported difficulty removing the device from the anatomy, shaft separation and scaffold dislodgement appear to be related to the circumstances of the procedure and/or user error.

Event description:
It was reported that the procedure was to treat a 75% stenosis in an unspecified coronary artery with mild tortuosity and no calcification. Pre-dilatation was performed, reducing the stenosis to less than 40%. There was resistance noted when removing the protective sheath of the 3.0 x 28 mm implant delivery system during preparation, but the device was still used. The device was advanced to the lesion without resistance, but it was not possible to inflate the balloon and leakage was observed at the transition of the balloon and the delivery system shaft. Resistance was felt during withdrawal of the delivery system thus force was applied. The shaft broke, but did not completely separate, and the implant dislodged. The entire system was removed together, including the implant. Another device was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. (B)(4) against resistance. Though the device is not approved for sale in the u.s., it uses a delivery system which is similar to a device sold in the u.s.